Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a resolute integrity rx drug eluting stent implanted. A call was placed to technical services from a member of staff at the facility where the procedure was performed and on behalf of the patient's cardiologist. It was reported that the patient has broken out with hives since the device was implanted. The patient has on-going issues with hives and has not been tested for allergies.

Manufacturer narrative:
Clarification of fdc code post investigation review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.